Manufacturer narrative:
Part: 03.221.011, lot: 6l04352, manufacturing site: (B)(4) release to warehouse date: november 27, 2019 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: upon visual inspection of the complaint device it can be seen that the tips of the cerclage passer do not align in closed condition, tips are offset from one another by several millimeters, this thus confirming the complaint description. In addition, the cerclage passer is not broken as mentioned in the complaint description but presents deformations on the tubes and this now results in a misalignment of the tips. Furthermore, signs of wear and deformation are visible on the tips. Otherwise, the instrument is in a good condition. Functional test: functional test failed due to the damage incurred; the deformation of the tube prevents the instrument from closing properly. Furthermore, these instruments are function checked per 100% before they leave the manufacturing site. Dimensional inspection: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no dimensional inspection is needed. Drawing/specification review: drawings and revisions are in accordance to DHR of production lot 6l04352. All relevant features are defined on the used drawing revisions of DHR of production lot 6l04352. Summary: the article was manufactured in november 2019. Device history record (DHR) review was performed for the affected lot, 25 parts were delivered to the warehouse, no abnormalities or deviations were detected, which could lead to the complaint failure. No ncrs were marked in the DHR during production. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. No manufacturing related issues that would have contributed to this complaint were found. Furthermore, these instruments are function checked per 100% before they leave the manufacturing site. Unfortunately, we are not able to determine the exact reason for this occurrence, but we have to assume that improper handling led to this damage or/and that during the operation an application error may have taken place. To prevent such problems, it is necessary worn, incomplete or damaged instruments to replace and/or to operate according to the technique guide. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during a surgery to address a femur peri prosthetic fracture, the forceps broke. There was no reported surgical delay. No fragments were generated. The procedure was completed successfully. There was no consequence to the patient. This report involves one (1) cerclage passer, dividable forceps, large. This is report 1 of 1 for (B)(4). Device malfunction became reportable on (B)(6) 2020.